Manufacturer narrative:
Article website: http://jnis.bmj.com/content/early/2016/03/08/neurintsur g-2016-012261. Full there is limited information about the device and/or the patient, therefore all alleged serious adverse events were captured in this report. Attempts were made to obtain additional information. A response was received stating that "there were no device related adverse events. As stated in the discussion section, the complication rate associated with pipeline classic correlates with aggressive operator manipulations." No further information was provided. Thromboembolism is a known inherent risk of endovascular procedure and is documented in the pipeline flex instruction for use. Same source article as reported in MDR MFR: 2029214-2016-00204, 2029214-2016-00205, 2029214-2016-00207.

Event description:
Medtronic received information through literature review that two out of thirty-eight patients who underwent intracranial aneurysm treatment with the pipeline flex patients required abciximab treatment to resolve platelet aggregation. The abciximab use is indicated when platelet aggregation was present on delayed angiography (ie. Filling defect in the pipeline or occlusion or stagnation covered branch vessels or aneurysms, a dose of abciximab was administered. Serial angiograms were then obtained every 10-20 minutes until documented resolution of platelet aggregation occurred. No permanent morbidity or deaths were reported in this pipeline flex treatment group. In this article, the authors described their study to compare procedural outcomes between the first-generation device (pipeline classic) and the pipeline flex. Thirty-eight of the first 40 consecutive patients who underwent intracranial aneurysm treatment with the pipeline flex and 58 of the most recent 60 consecutive patients who underwent treatment with the pipeline classic at our institution were evaluated. Patient demographics, aneurysm characteristics, technical procedural details, and early outcomes were analyzed. The authors concluded that use of pipeline flex significantly reduces the total procedure and fluoroscopy time, contrast usage, patient radiation exposure, and proportion of recaptured devices in comparison with the pipeline classic, probably owing to an enhanced delivery system that allows for more reliable and controlled deployment. Citation: le ej, miller t, serulle y, et al. Use of pipeline flex is associated with reduced fluoroscopy time, procedure time, and technical failure compared with the first-generation pipeline embolization device. J neurointerv surg. 2016 mar 9. Pii: neurintsurg-2016-012261. Doi: 10.1136/neurintsurg-2016-012261.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.